Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Two ventricular tachycardia episodes for which antitachycardia pacing therapy was delivered were not recorded. No intervention has been undertaken; the patient will continue to be monitored.